Event description:
In (B)(6) 2010, the surgeon performed a right si joint fusion using three ifuse implants. The pt started to complain of right leg pain one week post-op. The pt continued to worsen over the next three weeks. The pt had no neurologic deficits in the lower extremity. A CT scan showed that the second implant was too medial. The implant violated the lateral border of the first sacral neuroforamen. Four weeks after the index surgery, a revision surgery was performed. The second implant was re-positioned by pulling it back about 5mm. The pt had complete resolution of her right leg pain. She has no residual numbness or weakness in her right leg. She also has had considerable improvement of her right si joint pain. She had a left si joint fusion performed several months later. A CT scan at one year showed good position of all 3 ifuse implants on both the left and right side. There is good bone ongrowth into the implants.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant.